Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cardiosave intra-aortic balloon pump (iabp) found abused/damaged screen failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
It was reported by a getinge field service engineer, that preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had console damage / malfunction. There was no patient involvement, and no adverse event reported. Superior screen/display damaged had several horizontal lines showing across the display. Replaced superior screen/display (0160-00-0127 ). As precaution replaced display concealment stickers (2x). Verification done ran all the tests in accordance to the manufacturer's specifications. All tests are within range updates provided.